Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the water outlet port was damaged. Review of the damage type is consistent with excessive shock force post production. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, one of the water line connections on the oxygenator was defective. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.